Event description:
Medtronic received info from a pt's family member that the pt with this mechanical valve, implanted 7 years, died in 2008. It was reported that following implant in 2001, the pt was hospitalized for 5 weeks, due to unspecified difficulties. During hospitalization, it was discovered that there was a loose suture tail impinging the leaflet. This was corrected. In 2008, the pt had a catheterization and stent placement in an unk vessel. It was reported that in the days following stent placement, the valve leaflet stuck open and the pt died in the hospital. It is unk if the valve was "crossed" during the cath procedure. No autopsy was performed and the family member reported that the death certificate said that the death was due to "valve malfunction."

Manufacturer narrative:
Evaluation method code: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: the valve was not returned for analysis. The DHR of this device was reviewed to find no issues that would have impacted this event. Without product return, a thorough investigation could not be completed, and the underlying root cause could not be determined. Conclusion: no autopsy was performed and without the return of the valve for evaluation, no definitive conclusions can be drawn regarding the performance of the valve.